Event description:
This device was explanted due to it was unable to be interrogated. No adverse patient events were reported. Should additional information become available, this file will be updated.